Manufacturer narrative:
A steris service technician arrived on site, inspected the system 1e assembly and identified a crack along the housing rib. The technician replaced the housing assembly, ran a diagnostic and processing cycle, and confirmed the system 1e to be operating according to specification.

Event description:
The user facility reported the housing filter for their system 1e processor was leaking water. No injury, procedural delay, or cancellation was reported.